Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-17045. It was reported the pt underwent surgical intervention on (B)(6) 2012 due to lead migration. The issue resolved with the procedure. Per the MFR's records, a replacement model 3186 scs lead was implanted the day of the procedure.